Event description:
During a routine follow-up, the lead exhibited greater than 2000 ohms impedance and thresholds had deteriorated since the previous follow-up. When the polarity was changed from bipolar to unipolar, impedance was 328 ohms and thresholds were normal. The polarity was switched back to bipolar, and when the patient was in a supine position, impedance was normal; when standing, impedance was again more than 2000 ohms. The lead was explanted and replaced.